Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a clog due to unidentified foreign material clogging the nozzle that could not be removed. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was also observed that the glue of the bending section cover was white-clouded. It was observed that the plastic distal end cover had scratching marks. It was also observed that the light guide cover lens (small) was cracked. It was observed that the grip unit was slightly damaged. It was also observed that the switch box had slight wear and tear. Lastly, it was observed that the angulations were out of specification. The customer did not provide the cleaning sterilization and disinfection (cds) processes performed at the user facility; however, it was confirmed that the customer follows the instructions for use (IFU) for reprocessing of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope is clogged. There was no patient/user harm or injury reported due to the event.